Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump died while she was asleep two days ago and that she woke up with very high blood glucose values. The auto off alarm occurred and the battery cap groove was gone. The customer had also been hospitalized in mid (B)(6) for low blood glucose; her daughter found her unconscious in her home. No further details were provided, and no products were returned or replaced.